Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® needle 1 1/2 in. Single use, sterile the needle was coring. There was no report of patient impact. The following information was provided by the initial reporter: coring when technicians are preparing ivs- rubber top is getting in vial. During use while drawing/reconstituting. No patients affected. Discarded vials. Bd product #/catalog ref #? 305196 bd precision glide needle 18g x 1 1/2. Lot #? 2245231. Samples? No actual samples but has more from same lot and boxes. Contaminated? Quantity? 4 times. Reimbursement? Incident date? (B)(6) 2023. When did it occur? Before/during/after use. Death? N/a. Serious injury? N/a. Erroneous results? N/a. Exposure to blood/bodily fluid? N/a. Medical intervention other than first aid? N/a. Needle/probe stick? N/a. Safety issue? N/a. Other actions taken.

Event description:
It was reported while using bd® needle 1 1/2 in. Single use, sterile the needle was coring. There was no report of patient impact. The following information was provided by the initial reporter: coring when technicians are preparing ivs- rubber top is getting in vial. During use while drawing/reconstituting. No patients affected. Discarded vials. Bd product #/catalog ref #? (B)(4) bd precision glide needle 18g x 1 1/2. Lot #? 2245231. Samples? No actual samples but has more from same lot and boxes contaminated? Quantity? 4 times. Reimbursement? Incident date? (B)(6) 2023. When did it occur? Before/during/after use death? N/a. Serious injury? N/a. Erroneous results? N/a. Exposure to blood/bodily fluid? N/a. Medical intervention other than first aid? N/a. Needle/probe stick? N/a. Safety issue? N/a. Other actions taken:

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305196 and lot number 2245231. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.